Event description:
Customer reported " ccd damage ". The issue was found reprocessing.there was no patient involvement in this reported event.device inspection found the device displayed a no image, blackout.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported customer issue was confirmed. The evaluation noted the device was found with no image. The charge coupled device (ccd) was noted to be degraded. Additionally, it was found that the insertion tube was found with heavy dents. Based on investigation results, the reported customer issue was confirmed. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor complaints for this device.